Manufacturer narrative:
Reported event of over-sensing was not confirmed. Reported event of inappropriate or inadequate shock was not confirmed. Reported event of charge time out was confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis of device image and session records indicated charge time out occurred due to excessive high voltage charges within a short period of time, in which the battery voltage did not have enough time to recover between the high voltage charges and the capacitor charge time limit was reached. Telemetry, impedance, pacing, sensing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that during device interrogation it was found inappropriate therapies due to right ventricular (rv) lead oversensing noise. Lead fracture was suspected but not confirmed. Implantable cardioverter defibrillator (ICD) exhibited t-wave oversensing and reached charge time limit. Deactivating the device at the physician's request and then both rv lead and device were explanted and replaced without difficulty. The patient is in stable condition.